Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient was diagnosed with a fungal infection, which required the removal of the patient¿s pd catheter (not a fresenius product) and transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, duration not provided). While hospitalized, the patient encountered drain complications and further evaluation revealed the patient had a fungal infection. The patient underwent the surgical removal of the pd catheter (not a fresenius product) on 18/mar/2023 and insertion of a permanent hd catheter. The patient¿s effluent culture returned positive (species/genus not provided), and the patient¿s vancomycin was discontinued, and replaced with intravenous (IV) gentamycin daily (dose, duration unknown). The patient remains hospitalized in stable condition and is recovering from the events. The patient transitioned to hd for rrt on 19/mar/2023 and is tolerating hd without issue. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s), however the definitive cause of the peritonitis remains unknown.

Manufacturer narrative:
Correction provided in a2, d10, and e3.

Event description:
On 18/mar/2023, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023. The patient was diagnosed with a fungal infection, which required the removal of the patient¿s pd catheter (not a fresenius product) and transition to hemodialysis (hd). No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, value unavailable) were collected, and the patient was admitted/diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefepime (dose, frequency, duration not provided). While hospitalized, the patient encountered drain complications and further evaluation revealed the patient had a fungal infection. The patient underwent the surgical removal of the pd catheter (not a fresenius product) on (B)(6) 2023 and insertion of a permanent hd catheter. The patient¿s effluent culture returned positive (species/genus not provided), and the patient¿s vancomycin was discontinued, and replaced with intravenous (IV) gentamycin daily (dose, duration unknown). The patient remains hospitalized in stable condition and is recovering from the events. The patient transitioned to hd for rrt on (B)(6) 2023 and is tolerating hd without issue. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s), however the definitive cause of the peritonitis remains unknown.